Event description:
Boston scientific crm received information that the device had the sudden bradycardia response feature turned on, however this patient still experienced syncope due to a drop in their intrinsic atrial rate. No programming changes were made to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.